Event description:
The customer reports that the telemetry device has a constant speaker malfunction error and is unable to confirm if there was sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This complaint was initially reported in abundance of caution as the customer indicated that they were not sure if the device had sound. The device was returned to the philips authorized repair facility where it was found that the device did display a speaker malfunction inop with the presence of sound. The issue would be visually detectable by the user and would not have patient safety impact since the device was providing audio for real-time monitoring and alarm annunciation. Therefore, this complaint is not reportable.